Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that 3 pen ndl 32g 4mm pro experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: this is a report about needles pe breaking off during/after use. According to the report from the pharmacy based on the patient's statement, the needle pe broke off after use and remained on the body surface. The patient removed the broken needle with tweezers. The patient states that the frequency of this issue is a few products per carton.